Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated they also received insulin flow blocked alarm and they were unable to clear the alarm. Troubleshooting was performed but the alarm was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the product.

Manufacturer narrative:
Retainer ring = black. On 05/15/2022 the customer reported a frozen screen and insulin flow blocked alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case in the battery tube side, cracked case in the battery tube side starting at the left belt clip rails. After battery installation, both the down and middle (enter) keypad buttons did not work. Unable to confirm/not confirm insulin flow blocked alarm and unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. After the dome switch layer was lifted off and place back into position on the keypad, the down and middle (enter) keypad buttons responded but were intermittent. As a result of this, did not note any frozen displays during testing. After visual inspection, did not note any signs of previous moisture presence or corrosion underneath the keypad domes or on any of the boards, assemblies, and the motor inside the unit. After lifting up the dome switch layer of the keypad assembly, there is corrosion on both the traces and the corresponding dome switches underneath the down and middle (enter) buttons. The unit passed the keypad voltage test. In summary, the customer¿s report of a frozen screen was not confirmed and that of insulin flow blocked alarms was unable to be confirmed. The nonresponsive down and middle (enter) keypad buttons are due to the corrosion on both the traces and the corresponding dome switches underneath these two buttons. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.